Manufacturer narrative:
An event of valve under expantion and device migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported valve migration could not be conclusively determined. It is possible procedural condition contributed to the reported event. However, this cannot be confirmed. The reported surgical intervention was a result of case-specific circumstances as another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The patient had a moderate annular calcification. The annular dimensions of the native valve were perimeter derived 23.8mm, perimeter: 74.7mm, left ventricular outflow tract (lvot) 21.9mm, area: 396.2mm2. A pre-dilatation was performed with a non-abbott balloon prior to introducing the flexnav system. At first attempt, the valve explanted but showed signs of an incomplete stent opening. After 2 minutes, the expansion was better and the implanters decided to proceed the release. At 80% deployment, the valve depth was 3mm on the non-coronary cusp (ncc). The valve was fully deployed at a depth of 3mm on the ncc and 0mm on the left coronary cusp (lcc), while still turning the wheel the valve migrated upwards with a jump to aorta. A new 29mm non-abbott valve was implanted. The final result was trace perivalvar leak (pvl). The patient remained stable throughout the procedure. The physician suspected the cause of the migration was when the physician gave push on the flexnav system while final release, which might have created tension on the system. The physician mentioned the cause of migration was lcc at 0mm. The patient was reported stable.